Event description:
Note on [redacted]-same day at 1653 from vat [vascular access team] team indicates possible catheter tip fracture. Note on [redacted]-same day at 1806 from vascular surgery that plan is not to perform surgery at this time. Patient delivered infant on [redacted]-8 days later. No additional information from vascular team about plan to re-assess catheter tip fragment post-delivery. Catheter tip is retained inside of the patient and will not be retrieved.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 5174517. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.